Manufacturer narrative:
Sent: 10/29/2004. Eval summary: the analysis results confirmed that the driver was returned with a worn crescent washer causing the safety to be loose. The driver was cleaned, disassembled, then reassembled per design specs, tested, and functioned properly.

Event description:
The customer has reported that the driver was initiated to make a specimen cut and the cutter gear was initiated when the knob was making a continuous cut. There were no pt consequences reported.